Event description:
A physician reported that an ozark view 2 level plate locking cover failed 6 weeks post-operatively. Revision surgery was performed.

Manufacturer narrative:
Visual inspection: the device was inspected and found to be in fair condition with general signs of wear. The screw cover showed signs of plastic deformation as the cover appears to have been lifted away from the plate. It appears that some deformation may have occurred within the screw cover (possibly to the stem) which has allowed the cover to spin freely. Analysis of the plate suggests that the subject screw cover was not overturned as there were no deformities observed on the stops. Functional inspection: the device was tested by engaging all screw covers. Upon review, it was found that the cranial screw cover was loose and unable to stay in a set position. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Investigation could not confirm if external factors (fall, trauma) could have contributed to the issue, and a root cause for the issue was unable to be determined.

Event description:
A physician reported that an ozark view 2 level plate locking cover failed 6 weeks post-operatively. Revision surgery was performed.